Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/left essure device is not seen/ migration of essure device location of device: not sure (left coil),"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("she was pregnant/pregnancy (with complications),") and ovarian vein thrombosis ("left ovarian vein thrombosis") in a 41-year-old female patient who had essure (batch no. 58548-inv /a73761-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation" and device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous ((B)(6) 1992, (B)(6) 1994, (B)(6) 2000, (B)(6) 2004, (B)(6) 2013, (B)(6) 2014, (B)(6) 1993), multigravida on (B)(6) 2013, pulmonary embolus, abdominoplasty in 2009, breast feeding, augmentation mammoplasty (10 years ago) in 2001, osteoporosis, osteopenia, caesarean section, miscarriage, thrombosis, abdominoplasty, premature birth in 1993, heart murmur in 1993 and abdominoplasty. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included appendicectomy since (B)(6) 2016, nausea and diarrhea. Family history included diabetes (father and mother), stroke (father and mother), heart disease, unspecified (father), blood pressure high (father and mother) and high cholesterol (father and mother). Concomitant products included diazepam (valium), enoxaparin sodium (lovenox) since 2015, ibuprofen, ketorolac tromethamine (toradol), lidocaine (xylocaine), ondansetron (zofran), oxybutynin (ditropan) from (B)(6) 2016 to june 2016 and warfarin from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), back pain ("severe back pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge") and vaginal infection ("vaginal infection after insertion"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and stress urinary incontinence ("stress incontinence"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menses/ menorrhagia"), procedural pain ("painful post-operative recovery"), flank pain ("right flank pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, ovarian vein thrombosis, dysmenorrhoea, menorrhagia, procedural pain, vaginal haemorrhage, depression, bladder disorder, urinary tract disorder, headache, vaginal discharge and vaginal infection outcome was unknown, the genital haemorrhage, migraine, dyspareunia and fatigue had resolved, the abdominal pain lower, alopecia and stress urinary incontinence was resolving and the back pain and flank pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, ovarian vein thrombosis, pregnancy with contraceptive device, procedural pain, stress urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, during the surgery only one of plaintiff's essure coils was removed. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Plaintiff continues to suffer from right flank pain and was currently investigating her options for removal of her other essure coil. Discrepant data provided, from mr essure removal date provided as (B)(6) 2016 and (B)(6) 2016: - appendectomy laparoscopic ((B)(6) 2016), excision of left ovary, percutaneous endoscopic approach ((B)(6) 2016), extraction of endometnum, via natural or artificial opening endoiscopic, diagnostic ((B)(6) 2016), hysieroscopy ((B)(6) 2016), resection of appendix, peroutaneous endoscopic approach ((B)(6) 2016), resection of bilateral fallopian tubca.5, percutaneous endoscopic approach ((B)(6) 2016), salpingectomy laparoscopic (bilateral) ((B)(6) 2016), with adhesiolysis ((B)(6) 2016). - on (B)(6) 2016: operative procedures - laparoscopic bilateral salpingectomy with essure coil removal on the right. Left ovarian cystectorny, laparoscopy apptndectorely, hysiteroscopy and d and c, paracervical block. (This was considered as the correct date) on 1993-premature birth and born with a heart murmur (had surgery at 5mos -death due to a respiratory infection). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed left essure coil had migrated x-ray of pelvis and hip - on (B)(6) 2015: confirmed left essure coil had migrated CT examination of the abdomen and pelvis was performed with sagittal and coronal reconstruction.no CT evidence of obstructive uropathy, appendicitis, or diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, abdominal pain lower, device dislocation lot number: a73761 is invalid. Lot number: 58548 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/left essure device is not seen"), genital haemorrhage ("abnormal heavy bleeding") and pregnancy with contraceptive device ("she was pregnant") in a 41-year-old female patient who had essure (batch no. 58548/a73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5, vaginal delivery on (B)(6) 2013, pulmonary embolus, abdominoplasty in 2009, breast feeding, augmentation mammoplasty (10 years ago) in 2001, osteoporosis, osteopenia, caesarean section, miscarriage, thrombosis and gastric operation. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included appendicectomy since (B)(6) 2016. Family history included diabetes (father and mother), stroke (father and mother), heart disease, unspecified (father), blood pressure high (father and mother) and high cholesterol (father and mother). Concomitant products included diazepam (valium), ibuprofen, ketorolac tromethamine (toradol) and lidocaine (xylocaine). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery") and flank pain ("right flank pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, migraine, alopecia and procedural pain outcome was unknown and the flank pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, during the surgery only one of plaintiff's essure coils was removed. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Plaintiff continues to suffer from right flank pain and was currently investigating her options for removal of her other essure coil. Discrepant data provided, from mr essure removal date provided as (B)(6) 2016 and (B)(6) 2016: appendectomy laparoscopic (04/06/2016), excision of left ovary, percutaneous endoscopic approach ((B)(6) 2016), extraction of endometnum, via natural or artificial opening endoiscopic, diagnostic ( (B)(6) 2016), hysieroscopy ((B)(6) 2016), resection of appendix, peroutaneous endoscopic approach ((B)(6) 2016), resection of bilateral fallopian tubca.5, percutaneous endoscopic approach ((B)(6) 2016), salpingectomy laparoscopic (bilateral) ((B)(6) 2016), with adhesiolysis ((B)(6) 2016). On (B)(6) 2016: operative procedures - laparoscopic bilateral salpingectomy with essure coil removal on the right. Left ovarian cystectorny, laparoscopy apptndectorely, hysiteroscopy and d and c, paracervical block. (This was considered as the correct date). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed left essure coil had migrated x-ray of pelvis and hip - on (B)(6) 2015: confirmed left essure coil had migrated concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, abdominal pain lower, device dislocation. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received new reporters added. Patient demographics, relevant history added. Lot number (58548/a73751). Stop date added; as per mr, events she was pregnant and device ineffective added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/left essure device is not seen/ migration of essure device location of device: not sure (left coil),"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("she was pregnant/pregnancy (with complications),") and ovarian vein thrombosis ("left ovarian vein thrombosis") in a 41-year-old female patient who had essure (batch no. 58548-inv /a73761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation" and device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous ((B)(6)1992, (B)(6) 1994, (B)(6) 2000, (B)(6) 2004, (B)(6) 2013, (B)(6) 2014, (B)(6) 1993), multigravida on (B)(6) 2013, pulmonary embolus, abdominoplasty in 2009, breast feeding, augmentation mammoplasty (10 years ago) in 2001, osteoporosis, osteopenia, caesarean section, miscarriage, thrombosis, abdominoplasty, premature birth in 1993, heart murmur in 1993 and abdominoplasty. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included appendicectomy since (B)(6) 2016, nausea and diarrhea. Family history included diabetes (father and mother), stroke (father and mother), heart disease, unspecified (father), blood pressure high (father and mother) and high cholesterol (father and mother). Concomitant products included diazepam (valium), enoxaparin sodium (lovenox) since 2015, ibuprofen, ketorolac tromethamine (toradol), lidocaine (xylocaine), ondansetron (zofran), oxybutynin (ditropan) from (B)(6) 2016 to (B)(6) 2016 and warfarin from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), back pain ("severe back pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge") and vaginal infection ("vaginal infection after insertion"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and stress urinary incontinence ("stress incontinence"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menses/ menorrhagia"), procedural pain ("painful post-operative recovery"), flank pain ("right flank pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, ovarian vein thrombosis, dysmenorrhoea, menorrhagia, procedural pain, vaginal haemorrhage, depression, bladder disorder, urinary tract disorder, headache, vaginal discharge and vaginal infection outcome was unknown, the genital haemorrhage, migraine, dyspareunia and fatigue had resolved, the abdominal pain lower, alopecia and stress urinary incontinence was resolving and the back pain and flank pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, ovarian vein thrombosis, pregnancy with contraceptive device, procedural pain, stress urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, during the surgery only one of plaintiff's essure coils was removed. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Plaintiff continues to suffer from right flank pain and was currently investigating her options for removal of her other essure coil. Discrepant data provided, from mr essure removal date provided as (B)(6) 2016 and (B)(6) 2016: appendectomy laparoscopic ((B)(6) 2016), excision of left ovary, percutaneous endoscopic approach ((B)(6) 2016), extraction of endometnum, via natural or artificial opening endoiscopic, diagnostic ((B)(6) 2016), hysieroscopy ((B)(6) 2016), resection of appendix, peroutaneous endoscopic approach ((B)(6) 2016), resection of bilateral fallopian tubca.5, percutaneous endoscopic approach ((B)(6) 2016), salpingectomy laparoscopic (bilateral) ((B)(6) 2016), with adhesiolysis ((B)(6) 2016). On (B)(6) 2016: operative procedures - laparoscopic bilateral salpingectomy with essure coil removal on the right. Left ovarian cystectorny, laparoscopy apptndectorely, hysiteroscopy and d and c, paracervical block. (This was considered as the correct date). On 1993-premature birth and born with a heart murmur (had surgery at 5mos -death due to a respiratory infection). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed left essure coil had migrated x-ray of pelvis and hip - on (B)(6) 2015: confirmed left essure coil had migrated CT examination of the abdomen and pelvis was performed with sagittal and coronal reconstruction.no CT evidence of obstructive uropathy, appendicitis, or diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, abdominal pain lower, device dislocation. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is not valid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated/left essure device is not seen/ migration of essure device location of device: not sure (left coil),"), genital haemorrhage ("abnormal heavy bleeding"), pregnancy with contraceptive device ("she was pregnant") and ovarian vein thrombosis ("left ovarian vein thrombosis") in a 39-year-old female patient who had essure (batch no. 58548/a73761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 6 (B)(6), multigravida on (B)(6) 2013, pulmonary embolus, abdominoplasty in 2009, breast feeding, augmentation mammoplasty (10 years ago) in 2001, osteoporosis, osteopenia, caesarean section, miscarriage, thrombosis, abdominoplasty, premature birth in 1993, heart murmur in 1993 and abdominoplasty. Previously administered products included for an unreported indication: coumadin. Concurrent conditions included appendicectomy since (B)(6) 2016, nausea and diarrhea. Family history included diabetes (father and mother), stroke (father and mother), heart disease, unspecified (father), blood pressure high (father and mother) and high cholesterol (father and mother). Concomitant products included diazepam (valium), enoxaparin sodium (lovenox) since 2015, ibuprofen, ketorolac tromethamine (toradol), lidocaine (xylocaine), ondansetron (zofran), oxybutynin (ditropan) from (B)(6) 2016 to (B)(6) 2016 and warfarin from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), back pain ("severe back pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("irregular vaginal discharge") and vaginal infection ("vaginal infection after infection"). In 2013, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and stress urinary incontinence ("stress incontinence"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian vein thrombosis (seriousness criterion medically significant), menorrhagia ("prolonged menses/ menorrhagia"), procedural pain ("painful post-operative recovery"), flank pain ("right flank pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, procedural pain, vaginal haemorrhage, depression, bladder disorder, urinary tract disorder, headache, vaginal discharge and vaginal infection outcome was unknown, the genital haemorrhage, migraine, dyspareunia and fatigue had resolved, the abdominal pain lower, alopecia and stress urinary incontinence was resolving and the back pain and flank pain had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, headache, menorrhagia, migraine, ovarian vein thrombosis, pregnancy with contraceptive device, procedural pain, stress urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, during the surgery only one of plaintiff's essure coils was removed. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Plaintiff continues to suffer from right flank pain and was currently investigating her options for removal of her other essure coil. Discrepant data provided, from mr essure removal date provided as (B)(6) 2016 and (B)(6) 2016: appendectomy laparoscopic (B)(6) 2016), excision of left ovary, percutaneous endoscopic approach (B)(6) 2016), extraction of endometnum, via natural or artificial opening endoiscopic, diagnostic (B)(6) 2016), hysieroscopy (B)(6) 2016), resection of appendix, peroutaneous endoscopic approach (B)(6) 2016), resection of bilateral fallopian tubca.5, percutaneous endoscopic approach (B)(6) 2016), salpingectomy laparoscopic (bilateral) (B)(6) 2016), with adhesiolysis (B)(6) 2016). On (B)(6) 2016: operative procedures - laparoscopic bilateral salpingectomy with essure coil removal on the right. Left ovarian cystectorny, laparoscopy apptndectorely, hysiteroscopy and d and c, paracervical block. (This was considered as the correct date). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed left essure coil had migrated x-ray of pelvis and hip - on (B)(6) 2015: confirmed left essure coil had migrated CT examination of the abdomen and pelvis was performed with sagittal and coronal reconstruction.no CT evidence of obstructive uropathy, appendicitis, or diverticulitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, abdominal pain lower, device dislocation. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events vaginal hemorrhage, menorrhagia, depression, migraine, headache, dyspareunia bladder disorder, urinary tract disorder, fatigue, stress urinary incontinence, vaginal discharge , vaginal infection, device monitoring procedure not performed was added.. On 27-feb-2018: all relevant medical history, concurrent condition, concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery") and flank pain ("right flank pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, migraine, alopecia and procedural pain outcome was unknown and the flank pain had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia, migraine and procedural pain to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, during the surgery only one of plaintiff's essure coils was removed. Following the essure removal surgery, plaintiff suffered a painful post-operative recovery. Plaintiff continues to suffer from right flank pain and was currently investigating her options for removal of her other essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirmed left essure coil had migrated. X-ray of pelvis and hip - on (B)(6) 2015: confirmed left essure coil had migrated. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.